Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The cannula was not visible, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 340 mg/dl., while wearing the pod between 24 and 36 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The linkage assembly was observed to be in an elongated position. The formed needle was observed to protrude further than the soft cannula. The linkage assembly retracted fully once the device was opened. Score marks were observed on the top housing of the device. The rivet joining the linkage assembly was observed to not be fully compressed, creating a sharp protrusion. This protrusion had missing paint, confirming interference between it and the top housing, resulting in the inability for the formed needle to retract. The soft cannula and hard cannula were observed to be deployed. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The data downloaded from the device did not show any timeouts or drive stalls during the run. No issues were observed that would cause the cannula to not deploy. The tip of the formed needle was deformed. The formed needle was observed to be bent. It could not be determined when the damage to the formed needle occurred.